Event description:
Caller states the coaguchek s meter displayed a result of 8.2 inr. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 0.6 inr to 8.0 inr.